Event description:
It was reported that the pt fell six months after implant. After the fall, the pt reported no stimulation sensation. The pt also reported that pt programmer would show the battery was full and he would wear the recharger for 35 hours at a time. Eventually the pt wasn't getting therapy and stopped recharging the device. The neurostimulator was last recharged sometime in 2006. Multiple physician mode recharges were attempted without success. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
See scanned page.